Event description:
Information was received from a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that they felt the pump stopped working. They were very sick with withdrawal symptom and went into a hospital. They said, ¿everything's fine with me physically, but they would not check my pump and it was saturday.¿ the patient doctor was out of office. Additional information was received from the patient. It was reported that it was a procedure issue and that they ran out of medication. They were told by the nurse that it was a lack of medication, but they were never given a definitive answer. They added medication to the pump which seemed to help, but they were still having problems. The patient was admitted to the hospital due to the event but had other complications so they had to see the doctor. The resolution would be unknown until the patient saw their doctor again on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.